Event description:
Manufacturer reference number: 2017865-2021-34279. It was reported that the patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited loss of capture and low out-of-range pacing impedance. The left ventricular (lv) lead exhibited loss of capture. X-ray and fluoroscopy revealed that the ra and lv leads were dislodged. The leads were explanted and replaced. There were no consequences, the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.